Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suction alarms were noted in log files, however they were not audible. When tested, the low flow alarm was audible on the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: controller (B)(4) was not returned for evaluation. The reported event of "suction alarms not audible, with audible low flow alarms" could not be confirmed since the device was not returned for evaluation. Review of log files revealed 6 suction alarms were logged on (B)(6) 2018 and 1 low flow alarm was logged on (B)(6) 2018. These alarms are consistent with the reported event details. Of note, it was reported that when tested, low flow alarm was audible on the controller. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to patient perception. If information is provided in the future, a supplemental report will be issued.